Event description:
The ge oec 9900 fluoroscopy system had a dark image while taking a lateral spine x-ray on a patient.

Manufacturer narrative:
A ge oec service representative investigated the issue and found there was some user error involved with this particular case and image issue. The apparent collimator issue was fixed by replacing the high voltage cable with a spare. There was an adjustment made to the ip kernel to assure proper image processing response. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.